Manufacturer narrative:
(B)(4). External cause. Complaint stated that the device package had a hole compromising sterility. The package was returned, having been previously opened, with the tyvek placed backward atop the package. The circumference of the tyvek and the blister were examined and it was found that there was evidence of good seal. Device was fully and completely seated into the blister. A slit was found in the tyvek lid that approximately aligns with the edge of the torque wrench on the instrument. The slit is slightly off to the side and may have been caused by a sharp impact of the package against a hard surface. Package is crumpled and compressed and shows substantial handling. The hole occurs where the tyvek is creased. It could not be determined if the hole originated from the outside or the inside of the package. It is unlikely that anything in the ees packaging process could have been responsible for the type of damage. All packages are 100% inspected prior to shipment. Damage was caused external to packaging process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
It was reported that pre-op an unknown procedure, the device's packaging has a hole in it compromising sterility. Another device was used to start the procedure. There was no adverse consequence to the patient.